Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea/vomiting, and inflammatory response. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and lung disease, dizziness and/or headache, hypersensitivity, nausea/vomiting, and inflammatory response. No other clinical information or medical interventions were reported. The device was returned to the manufacturers product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). A dust like contaminate on the ui (user interface) panel, top enclosure, rear panel, bottom enclosure, accessory module and sd cover flip doors, pca, blower motor, and the blower box. Hairlike fibers on the blower motor. The device was missing the sd card and philips pollen filter. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The devices downloaded logs were reviewed by the manufacturer. There were zero errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to directly address the symptoms specified.